Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.